Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced and evaluation observed the upstream sensor to be within specification. A review of the event history log revealed upstream occlusion messages, however the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device functioned as intended, the ultrasonic sensor requires calibration as the precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.